Manufacturer narrative:
Reporter is a j&j employee. A product investigation was conducted. Visual inspection: the holding sleeve 105 mm (p/n: 394.46, lot #: unk) was returned and received at us cq. Upon visual inspection, the wing screw was broken and not returned. The bracket component was missing pieces. No other issues were identified with the returned components. Service & repair evaluation: the customer reported the holding sleeve was damaged. The repair technician reported that the wing screw is broken inside and pieces are missing. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Document/specification review: since the exact manufactured date of the device was not identified, the current revision of drawings was reviewed yes, the device received was broken and missing components. Hence confirming the allegation. Investigation conclusion: the complaint condition is confirmed for the holding sleeve 105 mm (p/n: 394.46, lot #: unk). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, one (1) holding sleeve 105mm was found to have an unknown allegation. The issue was discovered during routine inspection. There was no patient involvement. During manufacturer's investigation of the returned device it was identified that the wing screw was broken and not returned. The bracket component was missing pieces. This product condition was re-evaluated and determined to be reportable on september 17, 2020. This report is for one (1) holding sleeve 105mm. This is report 2 of 2 for (B)(4).